Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time

Manufacturer narrative:
Insulin pump had no button error alarm noted. Insulin pump had no intermittent button response due to moisture damage on keypad traces. No unexpected beep anomaly noted during testing. Insulin pump received with cracked reservoir tube lip, cracked battery tube threads, minor scratches on lcd window, scratched reservoir tube window and stained end cap sticker.

Event description:
Customer states, he received a button error and is not able to clear. After troubleshooting, customer was advised that pump would need to be replaced and to revert to backup plan per health care provider. No further information was provided.